Event description:
It was reported that the patient passed away on (B)(6) 2022. There were no device issues at the time of the patient's death; the device operated as expected. No further information could be provided due to patient privacy laws.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. The account later communicated that they declined to provide the patient outcome information for this event due to the patient¿s privacy laws. Based on a review of available patient record and the reported patient outcome, there were no device issues at the time of the patient outcome. The account stated that the device operated as expected. Lastly, the patient did not receive an autopsy. (B)(4) was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29oct2020. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.